Event description:
It was reported that a cartridge alarm 1 intermittently occurred. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issues. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. A correction bolus was delivered to address bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.